Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included major depressive disorder, recurrent episode since 2012, insomnia, asthma, cellulitis, abscess oral, condyloma accuminata recurrent, syphilis, anal atypical squamous cells of undetermined significance, back pain and lumbago. Concomitant products included medroxyprogesterone (depo provera) for birth control. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular menses"), anxiety ("anxiety"), libido decreased ("decreased libido"), depression ("depression"), initial insomnia ("difficulty falling asleep"), nocturia ("nocturia"), female sexual dysfunction ("sexual dysfunction"), micturition urgency ("urinary urgency") and vulvovaginal pruritus ("vaginal itching"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, menstruation irregular, anxiety, libido decreased, depression, initial insomnia, nocturia, female sexual dysfunction, micturition urgency and vulvovaginal pruritus outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dyspareunia, female sexual dysfunction, headache, initial insomnia, libido decreased, menorrhagia, menstruation irregular, micturition urgency, migraine, nocturia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: need for additional surgery. Date(s) of insertion: (B)(6) 2015, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information and events: abnormal bleeding (vaginal), menorrhagia, bladder or urinary problems or changes, bladder or urinary problems or changes, migraines, headaches, dyspareunia (painful sexual intercourse), vaginal discharge, irregular menses. Abnormal vaginal bleeding. Anxiety, decreased libido. Depression. Difficulty falling asleep, nocturia, sexual dysfunction, urinary urgency, vaginal itching were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 39-year-old female patient who had essure (batch no. C51079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included major depressive disorder, recurrent episode since 2012, insomnia, asthma, cellulitis, abscess oral, condyloma accuminata recurrent, syphilis, anal atypical squamous cells of undetermined significance, back pain and lumbago. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as alprazolam (xanax), aripiprazole (abilify), baclofen, carisoprodol (soma), diclofenac, diphenhydramine hydrochloride, fluoxetine hydrochloride (prozac), lithium, naproxen, salbutamol (proventil), sumatriptan (imitrex), tocopherol, tramadol and trazodone. In (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced anxiety ("anxiety"), libido decreased ("decreased libido"), depression ("depression"), initial insomnia ("difficulty falling asleep"), premature menopause ("hormonal changes describe: early menopause"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6)2015, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("bladder problems or urinary changes : uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), menstruation irregular ("irregular menses"), nocturia ("nocturia"), female sexual dysfunction ("sexual dysfunction"), micturition urgency ("urinary urgency") and vulvovaginal pruritus ("vaginal itching / rashes or skin conditions (vaginal itching)"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, migraine, headache, dyspareunia, vaginal discharge, menstruation irregular, anxiety, libido decreased, depression, initial insomnia, nocturia, female sexual dysfunction, micturition urgency, vulvovaginal pruritus, back pain, premature menopause, nausea and fatigue outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, fatigue, female sexual dysfunction, headache, initial insomnia, libido decreased, menorrhagia, menstruation irregular, micturition urgency, migraine, nausea, nocturia, pelvic pain, premature menopause, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: need for additional surgery. Date(s) of insertion: (B)(6)2015, (B)(6)2014 if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No discrepancy noted in essure removal details: have you had your essure (or any part of the device) removed? No diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet received. Event bladder problems or urinary changes was updated to urinary tract infection & lot number & event onset dates were added. Product , patient & reporter information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 39-year-old female patient who had essure (batch no. C51079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included major depressive disorder, recurrent episode since 2012, insomnia, asthma, cellulitis, abscess oral, condyloma accuminata recurrent, syphilis, human papilloma virus test positive, anal atypical squamous cells of undetermined significance and back pain. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as alprazolam (xanax), aripiprazole (abilify), baclofen, diclofenac, diphenhydramine hydrochloride, fluoxetine hydrochloride (prozac), lithium, muscle relaxants, centrally acting agents, naproxen, salbutamol (proventil), sumatriptan (imitrex), tocopherol, tramadol and trazodone. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("anxiety"), libido decreased ("decreased libido"), depression ("depression"), initial insomnia ("difficulty falling asleep"), premature menopause ("hormonal changes describe: early menopause"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("bladder problems or urinary changes : uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), menstruation irregular ("irregular menses"), nocturia ("nocturia"), female sexual dysfunction ("sexual dysfunction"), micturition urgency ("urinary urgency") and vulvovaginal pruritus ("vaginal itching / rashes or skin conditions (vaginal itching)"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, migraine, dyspareunia, vaginal discharge, menstruation irregular, anxiety, libido decreased, depression, initial insomnia, nocturia, female sexual dysfunction, micturition urgency, vulvovaginal pruritus, back pain, premature menopause, nausea and fatigue outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, fatigue, female sexual dysfunction, initial insomnia, libido decreased, menorrhagia, menstruation irregular, micturition urgency, migraine, nausea, nocturia, pelvic pain, premature menopause, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: need for additional surgery. Date(s) of insertion: (B)(6)2015, (B)(6) 2014. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No discrepancy noted in essure removal details: have you had your essure (or any part of the device) removed? No diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-apr-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included major depressive disorder, recurrent episode since 2012, insomnia, asthma, cellulitis, abscess oral, condyloma accuminata recurrent, syphilis, anal atypical squamous cells of undetermined significance, back pain and lumbago. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as alprazolam (xanax), aripiprazole (abilify), baclofen, carisoprodol (soma), diclofenac, diphenhydramine hydrochloride (benadryl), fluoxetine hydrochloride (prozac), lithium, naproxen, salbutamol (proventil), sumatriptan (imitrex), tocopherol (vitamin e), tramadol and trazodone. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular menses"), anxiety ("anxiety"), libido decreased ("decreased libido"), depression ("depression"), initial insomnia ("difficulty falling asleep"), nocturia ("nocturia"), female sexual dysfunction ("sexual dysfunction"), micturition urgency ("urinary urgency"), vulvovaginal pruritus ("vaginal itching"), back pain ("back pain"), premature menopause ("hormonal changes describe: early menopause"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed in september 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, menstruation irregular, anxiety, libido decreased, depression, initial insomnia, nocturia, female sexual dysfunction, micturition urgency, vulvovaginal pruritus, back pain, premature menopause, nausea and fatigue outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, depression, dyspareunia, fatigue, female sexual dysfunction, headache, initial insomnia, libido decreased, menorrhagia, menstruation irregular, micturition urgency, migraine, nausea, nocturia, pelvic pain, premature menopause, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: need for additional surgery. Date(s) of insertion: (B)(6) 2015, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received new events: back pain, hormonal changes describe: early menopause, nausea, fatigue and concomitant drugs were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.